Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2017 / serial #: (B)(4). UDI #: 0100888707000376 device available for evaluation: yes, return date: 29-jul-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-dec-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: 00888707002646 device available for evaluation: yes, return date: 29-jul-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 12-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: 00888707002646 device available for evaluation: yes, return date: 29-jul-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 12-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: 00888707002646 device available for evaluation: yes, return date: 29-jul-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 12-jul-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several batteries exhibited power switching with audible beeps and there were multiple unexpected losses of power on the controller. One battery also had an erroneous critical battery alarm, a communication error, and continued to beep after it was serviced with lubrication. Power switching still occurred after the servicing application, so it was decided to remove the batteries from service. The batteries were replaced, and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the batteries and premature power switching events that were due to communication errors involving bat754551. Momentary disconnections will result in an audible tone or "beep". Data log files revealed multiple instances involving bat754553 and bat754551 where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Log files analysis also revealed three (3) controller power-ups with their associated motor starts on (B)(6)2019 at 20:32:30, (B)(6)2019 at 20:33:06, and (B)(6)2019 at 22:12:05. The controller was without power for 12 seconds, a maximum of 48 seconds, and 8 seconds; respectively. Analysis of the alarm log files revealed one (1) critical battery alarm on (B)(6)2019 due to communication errors involving bat754553 and one (1) critical battery alarm on (B)(6)2019 due to communication errors involving bat754551. As a result, the reported events were confirmed. No evidence of the lubrication service was found for the associated devices. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the critical battery alarms can be attributed to the communication error. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Pr00389403 investigated momentary disconnections. Pr375800 was initiated to capture events involving the controller losing power. Additional products: d4: serial #: (B)(4) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(4) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial #: (B)(4) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial #: (B)(4) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.